Event description:
It was reported that the nurse had difficulty placing the microintubation sheath when using it for tube placement, immediately took it out and found that the front end of the sheath was completely bifurcated and returned to normal use after replacing the product. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.